Manufacturer narrative:
Insulin pump was received with cracked lcd window, cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was damaged. The display screen was cracked. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.